Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during follow-up, the patient with this system reported a heart rate around the 60 rpm range. Interrogation exhibited low pacing impedance and loss of capture; a conductor breach was suspected but not confirmed. The physician elected to surgically intervene and explanted the associated right ventricular lead. During the revision, the physician reported difficulty during terminal pin extraction. The lead was successfully removed from the chronic device header and is expected to be returned for analysis. Another lead was successfully implanted and remains in service with this chronic device. No adverse patient effects were reported.